Event description:
It was reported that "pt dislocated his constrained liner while trimming his bushes. The bipolar pulled out of the insert." Pt was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available a supplemental report will be issued.